Event description:
The customer reported that during a post-op visit two months following surgery, the surgeon noticed a burn injury to the back of the pt's right thigh. The pt's mother indicated the injury had been there since surgery. The injury was described as a brown/discolored area with eschar. The pt had undergone a greater than 10 hour long scoliosis procedure in (B)(6) 2012. The pt was positioned prone during the procedure and the (B)(4) pre was applied to the posterior thigh. A bair hugger was in use over the lower portion of the pt's body. The pt's chart had noted the pad site as clear at the time of pad removal. The pt was noted as diaphoretic (sweaty/dripping wet, head to toe) at the end of the procedure, but the pad had remained attached properly. The incident pad was discarded at the time of removal and is not available for evaluation. The lot number was not recorded.

Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.